Event description:
It was reported that the spider limb positioner will not hold. There was a backup device to complete the procedure with no procedural delay or patient injury.

Manufacturer narrative:
A visual inspection was performed on the product and no deficiencies were observed. A functional evaluation was performed and the unit passed the 50 pound weight test. The unit also held at 60 pounds of pressure. The piston migration was checked and it was at 1.17 inches. No significant oil residue was noted anywhere about the unit. It was noted that the unit was slow to depressurize and that the dumbbell joint was stiff in it¿s movement. The complaint of ¿issues with gaskets, will not hold¿ was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.

Manufacturer narrative:
Report 1643264-2018-00429/001 was sent on may 31st 2018, with all the information contained in 1643264-2018-00429, this information is being re-sent to clarify and acknowledge you of the initial report.

Event description:
It was reported that the spider limb positioner will not hold. There was a backup device to complete the procedure with no procedural delay or patient injury. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.